Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) implant device had a hole and fluid loss. The physician removed and replaced the device through replacement surgery, and there were no patient signs or symptoms reported at this time.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.